Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the minute ventilation (mv) feature in this pacemaker was noted to not be providing the appropriate rate response. The patient was noted to have sinus node disfunction and was dependent on the sensors to provide adequate heart rates. The mv feature was programmed off and the patient was planning to be seen upon their return to their home state. No additional adverse patient effects were reported. This product remains implanted and in service.